Manufacturer narrative:
Date of event: procedure occurred at the end of(B)(6) 2016. Brand name: zero looped maxon suture. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: suture was being used in the abdomen. Patient is presenting with symptoms of abdominal herniation following original surgery at the end of october. The patient has had a reoperation within the past two weeks to close the fascia. There was little sign of the suture in the patient. The current patient status is recovering.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a tissue sample returned by the account. The visual inspection of the returned sample noted no discernable product. Since no sealed samples were received, functional testing was precluded. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.